Event description:
Side port extension of herein-described argon catheter completely separated from hemostasis valve, causing patient to exsanguinate approximately 500-600 cc of blood while undergoing a transfusion of prbc. The patient became bradycardic, arrested and was successfully resuscitated, however, the patient later (18 hours) experienced respiratory failure and succumbed from a combination of co-morbidities. Examination of the device revealed that the ease of complete separation of the line was excessive. All inventory was immediately removed from service and replaced with a one-piece unit.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, visual examination. Results of evaluation: telemetry failure, other, y-piece connector. Conclusion: device failure occurred and was related to event, device failure related to patient condition, device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor, use of all similar devices stopped permanently. Invalid data - on device destroyed/disposed of status.